Manufacturer narrative:
This report is for 3 unknown locking screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an open reduction internal fixation (orif) both medial a lateral condylar were plated. The patient originally had a non-synthes external fixator. Since her original surgery and initial post-operative visits the patient underwent surgery for ligament injuries that involved open approach and lateral ligament repair. Since then the patient began to show signs of skin infection. Upon surgical investigation the surgeon felt it went deeper so the surgeon ended up removing the plates and screws, and exchanged them with new ones. The procedure was completed successfully. The patient¿s current status is unknown. This report is for three (3) unknown locking screws. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.